Event description:
Patient who underwent flolan treatment with this product has acquired infection; offending bacterium is micrococcus, which usually won't be a source of infection. The hospital is now performing their own investigation. Micrococcus was detected from 2 devices (competitors that are used in this treatment).

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.